Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges while riding down the street in his chair, he hit a ditch and was allegedly thrown from his unit.